Event description:
A caller reported that a pump unexpectedly displayed a reset screen without needing to be plugged into a power source to turn back on. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the reset was a safety feature involving the pump's microprocessors, and the pump was functioning as intended. The caller understood that insulin on board and max hourly bolus are reset, dexcom cgm sessions must be restarted, and cartridges reloaded when the pump resets. The customer successfully resumed insulin therapy.